Event description:
A malfunction alarm, labeled malf 9, was reported without any notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer, who was unable to address the issue immediately, received assistance from technical support to reset the pump. Until further action could be taken, the customer decided to rely on an alternate form of insulin therapy known as multiple daily injections (mdi). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.